Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2016-00701. It was reported that in-stent restenosis occurred. Vascular access was obtained via the femoral artery. The totally occluded, eccentric, restenosed target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified right main coronary artery. An 8x3.00mm synergy stent and a 20x2.75mm synergy stent were advanced and implanted to treat the lesion. However, eight days post index procedure, patient had chest pain and the stent was noted with stenosis. Patient was advised for bypass but patient refused. The procedure was completed with another of the same device and the patient was given antiplatelet. No further patient complications were reported.